Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On 09/24/2024, the patient said she was getting sensor error when she decided to go to sleep. Around 2:30 pm while falling asleep, she got an alert for estimated glucose value (egv) 64 mg/dl and she wasn't able to do anything since she had already blacked out. She woke up around 6:50 pm and it was showing brief sensor issue and around 7 pm, the egv returned with a value of low. The bg was not checked. The spouse provided carbohydrates. She could not recall further details due to lethargy. Around 8:40 pm, she started to feel better and the egv was 238 mg/dl while the bg was 283 mg/dl. There was no documentation of further medical evaluation or intervention. Of note the patient uses an omnipod 5 pump and was stable at the time of the call. Performance data was reviewed. The allegation was confirmed due to the finding of no readings/ sensor error/ brief sensor issue under an hour. The probable cause could not be determined. No additional patient or event information is available.